Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/07/2018 that on (B)(6) 2018 the patient experienced a potential reportable event . No additional event or patient information is available. The transmitter has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log had no data in the investigation window. Confirmation of the complaint is undetermined. The probable cause could not be determined via product.